Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. Inspection of the device found that the latch lock was loose, and that the pump was displaying error code ec1310. The product problem reported by the customer was confirmed. The latch lock was replaced as a result. A root cause for the product problem was not established.

Event description:
It was reported that the cassette lock was found to be loose (while testing). There was no patient involvement.